Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported that the insulin pump is malfunctioning. Customer stated that her insulin pump was not delivering the boluses that she programmed. Nothing further was reported.